Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a scar revision surgery on the cheek, nose and temple on an unknown date and topical skin adhesive was used. Following application of topical skin adhesive, the patient complained of pain and burning feeling on the cheek. On a follow-up visit two days later, the patient complained of prick and itchy sensation. The physician removed the topical skin adhesive from the cheek and found the area was dark red, swollen with a black burn. The physician opined that red-black burning scar on cheek was related to topical skin adhesive. The area was wiped out with saline and dermatix, lidomax and terramycin ointments were prescribed and dressing applied. The physician opined that this burn could be derived from ¿over-dose application¿ of topical skin adhesive. The physician applied two to three times more of topical skin adhesive on the cheek, brushing twice, than on the temple and nose. The nose and temple sites have healed and the patient¿s scar on the cheek has turned into a black scar. The patient regularly visits the clinic and additional surgery to revise the burn scar on the cheek will be scheduled.